Event description:
A us distributor reported that a patient was experiencing check therapy pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad messages) the black pulse wire in the trunk cable being broken. The root cause for the broken wire was unable to be identified. There was no adverse event that resulted from the damaged belt.